Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator had an o2 sensor malfunction. The patient was removed from the ventilator and placed on an alternate ventilator. However, patient outcome (if applicable) has not been provided. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced o2 sensor and performed extended self-testing on the device and all tests passed.